Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated results for multiple patients were generated on the alinityc processing module. The following data was provided. Calcium sid (B)(6) original: 18.7 mg/dl, repeat: 9.5, 9.6 mg/dl. Sid (B)(6) original: 11.2 mg/dl, repeat: 10.8 mg/dl. Sid (B)(6) original: 19.9 mg/dl, repeat: 9.4, 9.5 mg/dl. Sid (B)(6) original: 23.2 mg/dl, repeat: 9.8 mg/dl. Reference range: 8.4 ¿ 10.2 mg/dl magnesium. Sid (B)(6) original: >9.50 mg/dl, repeat: 1.73 mg/dl. Reference range: 1.6 ¿ 2.6 mg/dl. Potassium. Sid (B)(6) original: 7.1 mmol/l, repeat: 4.8 mmol/l. Reference range: 3.5 ¿ 5.1 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and found the reagent 1 pipettor damaged. The part was replaced, and the issue was resolved. No additional results issues have occurred since the service activity. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.